Event description:
It was reported by a customer in france that, during pt use, the internal lock of the specialized tracheostomy tube did not hold, and the connector broke. There was no reported pt injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for investigation. A visual inspection was performed and found the connector of the inner cannula was broken. A twist lock test could not be performed. The reported malfunction was verified. The manufacturing guidelines and controls were reviewed and found acceptable to detect the reported malfunction. The broken connector was not related to the manufacturing process.